Event description:
It was reported that "that the bedmdr107004 has grinding/ squeaking noise when he brings down the footboard of the bed."

Manufacturer narrative:
It was reported that "that the bedmdr107004 has grinding/ squeaking noise when he brings down the footboard of the bed. They stated the bed is making loud grinding sounds when using all the functions on the bed specially the hi/lo function. Customer also stated the bed wobbles when using the hi/lo function". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.